Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he experienced sensor reading discrepancies with the current sensor. Customer stated that the sensor was reading 66 and 52 mg/dl but his blood glucose was 140 and 144 mg/dl when he calibrated and received a calibration error alert. The customer stated he is frustrated from receiving constant threshold suspend alarms. He also mentioned experiencing air bubbles in the tubing and reservoir in the past but he talked to the trainer and has improved in changing the set. The customer was advised to wait to calibrate since he just treated. Customer was advised the sensor needs to be changed if receiving two calibration errors and a change sensor alert.